Event description:
Mics broken mid case. Before that, surgeon flagged unusual noise and feel and amount of vibration, but we thought it was a saw attachment issue. When swapping the attachment the front part of the mics came dislodged with lots of loose parts (3 and 12 bearings in total). Surgeon very concerned with sterility and the possibility of any part falling in the patient. Delay of few minutes. Luckily no parts fell on the patient but the surgeon is concerned that it could¿ve happened. (B)(4).